Manufacturer narrative:
The device serial numbers were not provided and the facility indicated no sample pumps would be returned. A device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 18 spectrum pumps (unspecified serial numbers) were tested by the nursing lead and it was identified that they would not alarm for an upstream occlusion after the alarm was cleared but the line remained clamped (occluded). It was reported that they thought the pumps should be alarming to indicate the occlusion. There was no patient involvement. No additional information is available.